Event description:
At 11:10 a.m. The pt obtained a result of 98 mg/dl. She ate breakfast and lunch as usual that day. She also took her set amount of "diamicron 30" with breakfast. At 8:00 p.m., after dinner, she was not feeling well, so she attempted to test, but was unable to obtain a result. The meter was prompting an apply sample message. She went to bed and fell asleep. Her husband checked on her at 10:00 p.m. And was unable to wake her. He called the paramedics and upon arriving they obtained a meter result of 2.6 mmol/l, which converted is 47 mg/dl. They gave her a glucose IV and then when she was awoke she ate some bread. Her blood glucose was retested and the result was 4 mmol/l, which converted is 72 mg/dl. The apply sample message was not resolved with troubleshooting. This complaint is being reported as an adverse event because the patient was unable to test when she first developed symptoms. She decided to go to bed unaware of her blood glucose levels and this resulted in a hypoglycemic event, for which she required medical intervention.